Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experiencing pain at the scs ipg pocket site. It was also reported that the patient has not charged scs ipg in years. Surgical intervention is pending to address this issue.